Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown. The download data showed that the pod generated an 0x9b alarm, indicating that more than 5 minutes had passed after cgm deactivation without receiving a pod deactivation command. The phb data showed that the agc algorithm adapted appropriately to changes in egvs and user inputs. No damages or deficiencies that would result in a hazard alarm were observed. No timeouts or drive stalls occurred. The cause of the alarm could not conclusively be determined locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/d) while wearing the pod between 37 and 48 hours. Investigation of the pod found the external portion of the cannula flattened and that pod had generated a hazard alarm. The device was originally reported for a leaking during wear.